Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear, osteolysis, and insufficient bonds between the implants and the bones which led to aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. It is possible that a contributing factor to the reported wear may have been the result of being packaged in a non-conforming bag for more than 5 years before it was implanted. The extent and root cause of the prosthesis wear, osteolysis, and loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Event description:
As reported by legal, approximately 3.5 years post op the initial right tka, this female patient was revised due to worsening pain, instability, and mechanical loosening of internal right knee prosthetic joint. During the surgery, surgeon noted ¿massive¿ femoral osteolysis, ¿severe¿ tibial osteolysis as severe, and a ¿proximal tibia fracture.¿

Manufacturer narrative:
Device evaluated by MFR: pending evaluation. Concomitant medical device(s): 5062140, 201-78-15 - holding pin mini sharp point 4 pk; 3954900, 201-78-81 - 3" trocar, mod. Hex 2pk; 4503383, 201-78-81 - 3" trocar, mod. Hex 2pk; 4983821, 02-010-01-0330 - logic femoral ps cem right sz 3; 5055870, 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t; 4866481, 200-02-32 - three peg patella 32mm.